Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0t7pg, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the stimulation was not controlling the patient's symptoms since (B)(6) 2015. The stimulation sometimes c ontrolled the symptoms and sometimes not so well. The patient was up last night 4 times to go to the bathroom. The patient went to see their health care provider (hcp) on (B)(6) 2015 and their hcp made an adjustment because the patient was not feeling stimulation and was looking for more symptom control. The patient was able to replace the batteries in the programmer and was able to verify that stimulation was currently on with the lightning bolt in the upper left hand corner. The patient was currently on program 1 at 2.8v. The patient was never told how to use the programmer or how to make adjustments. The patient would leave it on the current setting and track their symptoms. The patient had dizziness and balance issues. The patient had this before, but these symptoms had been gradually getting worse. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient experienced a loss or change of therapy. There were falls that could be related to the issue. The patient fell on (B)(6) 2016 and hurt their shoulder. The patient was peeing almost steadily since (B)(6) 2016 and thought they might be getting a bladder infection. The patient sometimes felt burning when they urinated. The patient's therapy was turned on. When the patient turned stimulation up to 2.9v at night they got zapped since (B)(6) 2016. The patient mentioned having arthritis and that they were going to have their knee replaced in (B)(6).

Event description:
Additional information received from the consumer reported that the steps taken to resolve the issues with stimulation not controlling the patient's symptoms well, dizziness, and balance getting worse was that the patient was told how to use the stimulator and how to check if it was working. Now it was not working again and the patient was still urinating often.